Manufacturer narrative:
Citation: nishida h., et al. Proximal ascending aorta size is associated with the incidence of de novo aortic insufficiency with left ventricular assist device. Heart and vessels, september 2021; pii: 10.1007/s00380-021-01946-4. Doi: 10.1007/s00380-021-01946-4. Pmid: 34585275. Earliest date of publish used for date of event and date of death. Medtronic products referenced: evolut r (PMA# p130021, product code: npt) earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a male patient with end-stage heart failure, status-post left ventricular assist device (lvad) implantation, who later developed symptomatic moderate-severe aortic insufficiency (ai). The patient was hospitalized and underwent implant of a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Post-operatively, the valve migrated, causing a severe perivalvular leak, leading to acute heart failure and death.